Event description:
It was reported that the high flow insufflator was leaking. The issue occurred during a therapeutic laparoscopic resectomy. Another device was used to complete the procedure after a delay of less than 30 minutes. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on pressure reducer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on pressure reducer, gas leakage from the primary piping is found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.